Event description:
It was reported upon interrogation the device showed non sustained oversensing. Technical support was contacted and programming recommendations and further lead evaluation were recommended. No further information was available.

Manufacturer narrative:
(B)(4).